Event description:
It was reported that there was a lead integrity alert tripped due to increasing impedance, high impedance, and oversensing due to an apparent conductor fracture. The lead yoke was cut and returned for analysis and the body was capped. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): connector other. The proximal segment of the lead was returned and analyzed. There was also a white substance on the outer insulation and the outer insulation had a cosmetic depression. The analyst noted that there was intermittency between the connector pin and the cap.